Event description:
The patient experienced a loss of therapeutic effect. It was noted that her lead may be broken and began "sticking out" of her back about 6 weeks ago. Further information was requested.

Manufacturer narrative:
(B)(4)